Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see smoke or fire and there was no breach in the transformer housing; however, she did see sparking on numerous occasions, both on the transformer and the cord and that there were exposed wires at the strain relief and all along the cord. She indicated that no injuries were sustained as a result of the issue and that she would return the power supply for testing/analysis. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that the power supply for her pump "seems to be shorting out" and she has seen it sparking at times and she is concerned that it will catch fire. No injuries were reported.